Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Reflux, pain, and bloating are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported experiencing reflux, pain, bloating, chest pain. Diagnostic testing shows "appropriate position, reflux." Patient added that during a follow-up appointment, a fill was performed but no liquid came out. Patient said that the physician's assistant that performed the fill explained that the device would not hold fluid and must come out. The device remains implanted. Additional information: healthcare professional reported patient was last seen for a follow-up and had complained of "epigastric pressure and pain that radiated through the patient's back. Pain was not exertional with negative cardiac workup in the past 2 years per patient's report." During the follow up, patient "denied any associated reflux/dysphagia/nausea/vomit. No fevers. No port tenderness. Attempted to unfill lapband - expected 3.1cc - but was unable to aspirate any fluid (concern for port leak/band leak). Healthcare professional added that during the last correspondence with the patient, device was to remain implanted and patient was "managing symptoms."